Manufacturer narrative:
There was no patient involvement or harm. This event was reported to have occurred during performance verification testing. There was no delay in therapy. Following the evaluation of the device, the fse adjusted the near-end pressure sensor monitor tube to resolve the problem. The unit was then functionally tested and successfully passed specified tests. There were no allegations of malfunction or a need for repair.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23dec2020.

Event description:
It was reported to philips a unit with pressure sensor fault. It was also requested to service the battery navigation ring issues mentioned in field change order (fco) letter, there is also an error of near-end pressure sensor frequent alarm. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.